Event description:
Right heart and transatrial left heart catheterization. Broken brough transeptal needle puncture with park blade septostomy was performed. However, only one blade septostomy was performed due to a mechanical failure of the blade as it would not retract into the catheter initially, but after some manipulation of the handle, this was achieved. However, the blade was no longer reusable. Balloon septoplasty was performed using 8mm, 10mm and then followed by 12mm balloon dilation catheters. The procedure was performed with transesophageal guidance and at the completion there was an atrial septal defect measuring approximately 6mm with minimally restrictive left to right flow.